Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
New information received states that during procedure, the physician was unable to find good position for the lead.

Event description:
It was reported during implantation procedure, the atrial lead was observed to be sticky and tip was stiff. The physician withdrew the lead and replaced it with a new lead. There was no patient injury or symptoms. The patient was stable.